Manufacturer narrative:
(B)(4). The product analysis indicates that the reported complaint could not be verified. Missing feet spacers and screws were replaced. The software was upgraded to current version. The device was tested and passed all manufacturing specifications.

Event description:
The customer reported that the device was not working properly intraoperatively, preoperatively, postoperatively, and/or during test ing. It was stimulating when it shouldn't and not stimulating when it should. The sales rep further clarified that the device was showing false positives and false negatives during stimulation. The warble sound was not functioning when it should have been. There was no patient injury reported as a result of this event.